Event description:
Reporter alleged that he got a box of softclix lancet needles that were uncapped out of the box. No actions or treatments were reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.